Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a surgeon was performing a laparoscopic cyst gastrectomy and closure of the stomach when a reload was fired to close the front gastrectomy wound. The device fired but when the device was removed, it was noticed that one side had not been stapled and the full length of the stomach was open. The edges were reapproved and a new handle and reload were used without any problems. The surgeon said he believes that the adverse event might have been an error on their part. No other adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle, three reloads and three photographs. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was loaded with post market vigilance representative reload loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual inspection noted that the first and second reloads were fully fired and the anvil clamping mechanisms were deformed. Visual examination found that the third reload was fully fired. Microscopic examination noted damage to the cutting edge of the knife blade. Engineering evaluated each reload and found the presents of staple strikes on each unit¿s anvil indicating staples were deployed and made contact with the anvils for staple formation. During functional evaluation, each reload was loaded into the subject instrument. Each reload was cycled without hesitation or binding .functional testing also confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3367); results (213); conclusion (71). Manufacture reference number: (B)(4). H3: evaluation summary: post market vigilance (pmv) led an evaluation of one handle, three reloads and three photographs. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was loaded with post market vigilance representative reload loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual inspection noted that the first and second reloads were fully fired and the anvil clamping mechanisms were deformed. Visual examination found that the third reload was fully fired. Microscopic examination noted damage to the cutting edge of the knife blade. Engineering evaluated each reload and found the presents of staple strikes on each unit's anvil indicating staples were deployed and made contact with the anvils for staple formation. During functional evaluation, each reload was loaded into the subject instrument. Each reload was cycled without hesitation or binding .functional testing also confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.